Event description:
On 06/24/09, a patient/layperson contacted our international affiliate's customer service alleging that her one touch ultramini meter results were inaccurately elevated. Results are in the correct unit of measure, mmol/l. The pt reported the following: between 8 and 10 pm on the event day, the pt tested after she became dizzy and unable to focus. Obtaining 21.1 mmol/l, the pt injected four (4) units of humalog insulin. Twenty minutes later, the pt retested as her symptoms reportedly became worse. The result was 2.3 mmol/l. The pt self-treated the symptoms with a peanut butter sandwich and juice, requiring on other medical attention. If the pt responds to a follow-up letter, additional info will be asked. It would be helpful to know: how the pt interpreted her symptoms (as low or high blood glucose), since they do not meet criteria for serious injury; the pt's sliding scale; the amount of insulin possibly injected before the evening meal and the time taken. Because the pt based insulin upon a result that she now believes was inaccurately high, and 20 minutes obtained a blood glucose of 2.3 mmol/l as symptoms reportedly increased, the complaint is reported. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.